Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was "skipping numbers when dial [was] turned on sensitivity." The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) experienced issues adjusting sensitivity; the menu dial did not adjust the sensitivity correctly. It was noted that the encoder tested out-of-specification in an electrical manner, and the menu encoder shaft was rusted. It was also found that the upper case was broken at the menu dial, the lower case battery drawer would stick, the hanger was broken, the ventricular output connector was broken, the liquid crystal display (lcd) was contaminated, the keypad window was scratched, main printed circuit board (pcb) was corroded, one knob was rusted, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.